Manufacturer narrative:
(B)(4).

Event description:
It was reported that, for several months prior to report, the pump¿s residual volume at refill was about 2ml more than the physician expected. The physician was not sure of any issues and did not recall the extra 2ml residual volume always being the case since the pump had been implanted. It was indicated that the patient had been doing well clinically and the physician did not suspect that the patient had any positional issues that could have led to under-infusion. It was stated that the physician planned to read the pump logs when he next saw the patient. At the time of report, there had been no patient injury. The drug used in the device system was unknown.